Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the everflex entrust stent to treat a calcified lesion in the mid distal superficial femoral <(>&<)> popliteal artery(sfa <(>&<)> pa). There was little tortuosity and severe calcification with 90% stenosis. There was no damage noted to the packaging as the stent was removed for use. The device was prepped with no issues identified. A non-medtronic 6f sheath and a non-medtronic 0.014 guidewire were used. No embolic protection was used and the device did not pass through a previously deployed stent. The lesion was pre-dilated with a 4x150. When the device had entered the body, the physician removed the pin when he was ready to deploy the stent however, the deployment wheel stopped functioning during the deployment process. The physician spread the deployment handle from the bottom to access the wire which aids in deploying the stent and manually deployed the stent. The stent was not deployed in the exact intended location.

Manufacturer narrative:
Additional information: the stent was placed in the distal to mid sfa. Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. The sds was received with the safety deployment tab and tube loose within the bag, along with the sds opened labelled shelf carton, and the sds opened labelled pouch. No cines from the procedure were received for evaluation. The red safety deployment tab and tube did not exhibit any abnormalities or deformities. The entrust sds was received loaded on a 0.014¿ compatible guidewire. The guidewire was unable to be advanced either proximally or distally. The inner guidewire lumen was received protruding from the handle just proximal to the safety tab cavity of the handle. The protruding inner guidewire lumen exhibited several kinks. The protrusion of inner guidewire lumen and kinks of the inner guidewire are consistent with the inner guidewire lumen being not fully supported by a 0.035¿ guidewire. The silver outer sheath was observed in the safety tab cavity of the handle. The entrust stent delivery system handle printed strain relief was skived and removed to facilitate splitting open of the handle. The handle was split opened and it was noted that the pull cable had separated from the silver outer sheath and was wound around the deployment thumbwheel. If information is provided in the future, a supplemental report will be issued.